Manufacturer narrative:
Device failure related to possible mfg process. Date of procedure: 2/20/1998. The initial info supplied on this product complaint was that the product had been discarded at the users facility. However, the product was returned from the hosp for evaluation on 6/18/1998. The gdc pusher wire and a catheter were returned wrapped around themselves in the pouch and box of the gdc. The gdc pusher wire was very wavy on the most distal 23 c. It was confirmed that the main coil was missing, it had prematurely detached with the hypo tube at the detachment zone. After the coil was removed from the catheter, it was confirmed that the coil broke off of the core wire just proximal to the hypo tube. The coil was surrounded by blood and got kinked while cleaning it. For the sake of the analysis, the coil was stretched distal to the hypo tube. It was observed that there was a small segment of core wire with a sharp end protruding at the distal end of the hypo tube. There was a black discoloration -characteristics of electrolysis-, inside the hypo tube, around the core wire. The black discoloration and the sharp end of the core wire indicate that the electrolysis was attacking the core wire in a competing zone and would explain the no detachment of the coil within the 20 minutes trial. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity.

Event description:
It was reported to target that during an embolization procedure the gdc coil did not detach after 15 minutes. While removing the coil from the catheter, the coil was found to be cut. The pt was not affected by this occurrence.